Event description:
A pt undergoing a right shoulder arthroscopic procedure received a fourth burn to the right upper quadrant of their abdomen. The burn reportedly occurred under the 3m 9165 universal electrosurgical pad (grounding electrode). A warmed blanket was placed on the pt post-op to surgery and at that time the burns were noted to be pink with a small blister. The burn progressed to 3 blistered areas and severity was diagnosed as a grade 4 burn. The burn was two inches in diameter along with two other dime sized burns and reported to be more than 1 cm deep (into adipose tissue). The pt required two skin graft procedure. The first one involved a skin expander. The second involved a skin graft to the burned areas. According to the hospital, the shoulder arthroscopic procedure was less than 60 minutes. In addition, the procedure involved the use of a saline irrigant and a smith and nephew vulcan eas generator. The actual activation time of the active electrode was not provided. The pt was placed in a beach chair position for the procedure. The generator did alarm during the procedure and circulator checked the connection and ground pad placement.